Event description:
A facility has reported to this dealer that the footplate is breaking off the front riggings. Device has since been replaced. The facility had used the manual wheelchair for approximately 6 to 12 months. No injury.